Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Urinary problems, undefined recurrence, dyspareunia. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with colpo with suspension and cystourethroscopy due to symptomatic cystocele and pelvic pain. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation (bladder), recurrence, bleeding, dyspareunia, vaginal scarring and other (swelling in legs). It was reported that patient underwent excision of exposed vaginal mesh, lysis of adhesions, cystourethroscopy on (B)(6) 2012 due to exposed vaginal mesh, dyspareunia and pelvic pain. It was reported that patient underwent excision of exposed vaginal mesh, lysis of adhesions, vaginoplasty and phrenoplasty with cystoscopy on (B)(6) 2013 due to exposed vaginal mesh, dyspareunia, vaginal stenosis. No additional information was provided.